Event description:
It was reported that the device suddenly alarmed during a surgical procedure and shut down automatic ventilation. The users bridged patient support in manual ventilation until a replacement device could be introduced. No consequences for the patient were reportedly resulting from the event.

Manufacturer narrative:
The involved anesthesia workstation is more than five years old and not under a service contract with dräger. The hospital was seeking dräger's assistance on the phone and provided photos for evaluation. One photo showed the screen content of the self test that was provided in follow-up of the event. Dräger could derive from it that the device did not pass the test due to an issue with the ventilator unit. Insofar, the reported ventilator failure during use can basically be confirmed. The triggering condition could however not be identified from the information supplied by the user facility who decided not to let the local dräger s&s organization repair the device. A malfunction of the ventilator motor itself may have occurred but the supervisor function of the software responds also to other conditions with a shut-down of automatic ventilation. For example, if the signal from the sensor that monitors the pressure inside the ventilator piston gets lost or produces invalid readings, the protection against potentially hazardous airway pressure output is not ensured anymore which triggers a safety shutdown of automatic ventilation. The issue may also have a relation to lack of preventive maintenance. For example, the device has an auxiliary vacuum pressure circuit which is needed for actuation of the valves that control the ventilation cycles and is essential to keep the ventilator diaphragm in place during piston movement. If the dust filter at the opening of the vacuum pump became clogged over time, the pump may not be able anymore to create a sufficient vacuum - the device responds to that condition as well with a safety shut-down of automatic ventilation. Solely from the screenshot of the self test result, the exact failure cannot be determined. When a shut-down of automatic ventilation is forced, the device generates a corresponding alarm to alert the user to this condition. Manual ventilation with the built-in breathing bag will be further possible; the monitoring functions remain unaffected as well. It can be concluded that the device response was adequate in the particular situation. It is recommended to have the device checked in detail by trained service personnel and to provide the necessary repair/maintenance measures.